Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed atrial fibrillation with rapid ventricular response intra-operation on (B)(6) 2025. They had an unsuccessful cardioversion and unsuccessful intravenous amiodarone push on (B)(6) 2025. The patient developed supraventricular tachycardia (svt) post-left ventricular asist device (lvad) implant while they were still in the operating room. On (B)(6) 2025 the patient was started on a low intensity heparin drip (hep gtt) in the setting an atrial fibrillation with rapid ventricular response (rvr). They were converted to normal sinus rhythm (nsr) overnight and discontinued the epinephrine (epi/ne). They then began to wean veletri. The patient was noted to have had hypertension on (B)(6) 2025, which led to intravenous hydralazine treatment. On the second day following operation, the patient had a fever and several cultures were drawn. The sputum culture results showed gram-positive cocci and gram-negative bacilli (gpc/gnb). They were started on intravenous zosyn and vancomycin on (B)(6) 2025. The patient was pater treated with 5mg daily amlodipine on (B)(6) 2025 for the hypertension.

Event description:
It was later reported that the patient had a history of atrial fibrillation (a-fib) prior to implant with the lvad. The arrhythmia in the event was thought to have been due to surgery. An implantable cardioverter-defibrillation (ICD) was implanted prior to the lvad. The infection had resolved. On (B)(6) 2025, the patient had labs drawn, which resulted in low levels of albumin (2.9 g/dl). The provider ordered 25 grams of albumin. The albumin was administered intravenously to correct the low albumin levels. On 06oct2025, the patient had labs drawn, which resulted in low levels of potassium (3.1 mmol/l). The patient was treated with 60 milliequivalent (meq) of potassium (k+) 3 times a day.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with (B)(6) reported or identified through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.